Manufacturer narrative:
A review of the manufacturing paperwork for this lot has been conducted. A review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2002, this pt was implanted with gore excluder endoprosthesis. On (B) (6) 2010, aortic neck dilation, aneurysm enlargement, distal migration of the endoprosthesis and a type ia endoleak were confirmed by computed tomography. On (B) (6) 2010, three gore aortic extender components were implanted between the renal arteries and the proximal end of the trunk-ipsilateral leg component.